Event description:
Reporter alleged obtaining a result of 432 mg/dl on the compact plus system at 10 pm before passing out 5 minutes later. Reporter stated that her husband called the ambulance and she was admitted into the hospital. The hospital obtained a result of 1680 mg/dl on their system at 10:40 pm and treated the customer for hyperglycemia and was treated intravenously to flush out her kidneys. No other actions were reported taken or treatment received. A request was made for the return of the affected product. Reporter stated that she no longer has the strips, so no product will be returned for evaluation.

Manufacturer narrative:
Will not be returned to manufacturer.